Event description:
The advocate stated that the customer tested her blood glucose and received a reading of 40 mg/dl using her contour meter. She retested using the advocate's meter and received a reading of 204 mg/dl. The difference between the readings falls in the 'c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.